Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: when placing the IV and trying to retract the needle with the auto button, the button did not depress and retract the needle. The button felt as though it was sticking.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Event date updated in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4261375. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event date is unknown.